Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
This is a spontaneous report by a nurse from (B)(4) of peritonitis in a (B)(6) female. During a call with baxter (B)(4), the patient's nurse reported the following information. In 2010, the patient developed peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient was hospitalized for the peritonitis. It was unknown if a peritoneal effluent culture was performed. It was unreported whether treatment was provided. It was unreported whether peritoneal dialysis therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. Concomitant medications were not reported. Follow-up information was received on (B)(6) 2010. In (B)(6) 2010, a peritoneal effluent (B)(6). It was unknown if treatment was provided. On (B)(6) 2010, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis with (B)(6). The nurse believed the peritonitis with (B)(6) was unrelated to pd therapy.

Event description:
Reporter alleged obtaining the results of 360 mg/dl on the compact plus system prior to passing out. Reporter stated that an ambulance was called, arrived 15-20 minutes later, and treated her in an unspecified way after obtaining the results of 59 mg/dl, 60 mg/dl and 30 mg/dl on their system. No other actions were reported taken or treatment received. No adverse event reported as there was not a delay in treatment due to the 360 mg/dl result. A request was made for the return of the affected product. Reporter stated that the drum of strips used were discarded, so no product will be returned for evaluation.

Manufacturer narrative:
(B)(4). A batch review was performed for the suspect lot numbers (h10e300112, h10d20073), with no defects noted.